Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: china. The problem was detected prior to performing a procedure. The device was not used for the patient.

Manufacturer narrative:
Samples received: 23 unopened and 1 open pouches. Analysis and results: there us a previous complaint of this code batch for the same issue that was closed as not confirmed after the analysis of the closed samples received. We manufactured and distributed in the market 2.736 units. There are no units in stock in b. Braun surgical's warehouse. We have received 23 closed samples and an open sample with the needle detached from the thread (the unit seems unused). The thread is not wound n the inner support cardboard. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.71 kgf in average and 0.48 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.